Event description:
During a remote follow-up, myopotential oversensing episodes and loss of capture were observed on the right ventricular (rv) lead. Lead damage was suspected to be the cause of the event. Diagnostic imaging was performed and no anomalies were observed. Provocative testing was performed and the noise was able to be reproduced. The rv lead was explanted and replaced to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
As received, a partial lead (only distal portion) was returned in one piece. The reported event of lead damage was confirmed. Visual examination found external insulation abrasions breaching the optim sheath with intact silicon insulation beneath at the distal region. The cause of lead damage is due to external insulation abrasion breaching the optim sheath consistent with friction to another device or feature of the patient anatomy. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.